Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the isocool handle revealed excessive use throughout. The coating is peeling and the plastic connector is discolored and melted. Debris was found on the plastic connector and grooved portion of the handle indicating improper cleaning processes. Control isocool tips were inserted into the handles, the complaint of "tips will not completely slide into the forceps handle" was confirmed. The tips could not be properly advanced into the handle. It appears that debris is preventing the tips from being properly inserted into the handles. It is recommended that proper cleaning processes be followed when sterilizing/maintaining these instruments to prevent residue from accumulating in the handles and preventing the tips from being assembled properly. This is the first complaint of this type for this product code and lot number. The complaint of "tips will not completely slide into the forceps handle" was confirmed and is associated with improper cleaning/maintenance processes resulting in residual accumulation in the ID of the handles. Residual accumulation appears to be preventing the isocool tips from being properly inserted/assembled into the handles. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
This isocool tips will not completely slide into the forcep handle. I have tried using alternative used tips to confirm if there was a slight engineering issue with regards to it being a slightly thicker diameter, but this was not the case as the same said tips went into another forcep handle. I then took this to clinical engineering where we inspected the forceps 'hollow with a precision light and magnifying glasses and could not find any foreign bodies that could possibly be affecting the tip from being inserted completely into the handle. I was then referred to the products complaints dept. By clinical engineering. All of the above mentioned was completed on the morning of the (B)(6) 2015. This was then reported to the product complaints department within 24 hours to action further. Product complaint from city hospital (B)(6). (B)(6) 2015: event occurred before surgery, but delayed it over 30 minutes. Product is being returned.